Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a stuck button followed by a critical pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a critical pump error displayed on the screen and the screen was blank. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with a broken force sensor was detected during seating or regular delivery, critical pump error (open book image) alarm and intermittent all the buttons response during testing due to moisture damage on electronic assembly and keypad flex cable at keypad connector. No blank display or stuck button error alarm noted during testing.